Manufacturer narrative:
The customer called stated that another bme at the customer site replaced a cable on the cns and the issue has not been seen happening again. They stated they would contact tech support if the issue occurs again.

Event description:
The customer reported that the central monitoring system (cns) screen flickers intermittently. MFR ref # 8030229-2014-00032.